Event description:
Overdelivery secondary to user misprogramming reported. The pt was receiving morphine at unspecified settings. A nurse noted that a 5 mg/ml container was in use but the pump was programmed for a concentration of 1 mg/ml. The error was discovered before the pt had any adverse effects. No medical intervention was required. The pump was switched out and morphine continued at correct settings.